Event description:
As reported previously on, (B)(4) 2012 patient was seen for a refill when a rest-low battery safe state was discovered on an alarming pump. Additional information received later noted that the telemetry showed the pump had been in safe state since (B)(6) 2012. Per patient's grandmother they thought the critical alarm to be a toy. The pump was running at minimum rate since a month (28 months left on the battery per eri). On that day 12ml of the drug (confirmed as gablofen 2000mcg/ml) was aspirated from the pump and the pump was filled with 20ml and the rate was changed from 11.9 mcg/day to 96mcg/day; however they were not able to reprogram the pump. Following this telemetry was once again performed and showed pump in safe state due to reset-low battery. A critical alarm was occurring but did not reflect on telemetry. A 50mcg bolus was programmed and the rate changed to 150mcg/day, once again the pump reset itself when attempting to do this but it was decided to run pump at this rate "unclear if pump is actually running at all." An x-ray was taken which did not show any changes in the pump position or catheter continuity. Family was given enteral baclofen to give 20mg q 3 to 4 hrs. As needed for withdrawal symptoms; "patient was near baseline on examination." It was decided on replacing the pump "given what his tone did over time." On (B)(6) 2012 patient was taken to the ed as he was very sweaty and somewhat agitated; was given enteral baclofen. While in ed it patient was felt to be near baseline and abdomen x-rays noted large stool burden. The family was instructed to do miralax and enema which had good results. Patient was seen by his managing physician the next day wherein the pump was refilled with saline and set to minimum rate. Eighteen (18) ml of baclofen was removed. It was added that because of the pump position access was difficult but on fifth try the needle entered the side-port and 3ml of fluid was removed (initial tinged with blood but later clear). Enteral baclofen was to be continued as needed and a follow-up with neurosurgeon was indicated. It was also added that in retrospect patient had a time of increased tone and irritability. A follow-up report will be sent if additional information becomes available.

Event description:
A critical pump alarm was occurring; telemetry revealed reset occurred - low battery - pump in safe state. Per the health care provider the patient was doing fine; a little sleepy but thought the patient was coming down with a cold. The pump was used to deliver baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Caller stated the last reset in the logs was on (B)(6) 2012. Telemetry confirmed a critical alarm occurred. Caller stated the patient had been more spastic since patient's mother noticed the alarm in (B)(6). The pump was replaced. The patient recovered without sequela. It was noted that the pump was delivering lioresal; it was unclear what medication was in the pump.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed the pump battery had high resistance and there was a pump motor feed thru anomaly. The pump was returned with a low battery reset. The battery was found to have a high internal resistance. Calculated internal resistance of the battery was 353.4 ohms maximum spec. Is 317 ohms. Bridging was also found across the m2 feed thru.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Catheter model # 8711, lot # j11374r07, implanted: (B)(6) 2002, explanted: unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).